Manufacturer narrative:
Patient identifier - va does not release patient info. Age & date of birth - va does not release patient info. Patient sex - va does not release patient info. Weight - va does not release patient info. Ethnicity - va does not release patient info. Race - va does not release patient info. Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had a patient he was reviewing that had a radial to peripheral (r2p) procedure ten-day prior which had to have open surgery on. The doctor stated that the patient had to have their hand opened and black pieces of the access wire that had sheared off were removed. The patient condition was stable. Additional information was received on 06 oct 2022: there was minimal blood loss. The procedure was successful in removing the black pieces. A 60-1050 wire was used with a 80-1050 needle. They did not use the a-kit wire with the sheath designed for the a-kit. The needle sheered off the wire into the hand.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide a correction to section d4 as the catalog number was inadvertently reported as 30-1050 when the correct product code should have been 60-1050 and to proved the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is using a plastic guidewire with a metallic needle. The device history record (DHR) could not be reviewed since the lot number was not available. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).